Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, rv lead noise was observed in several egms. The patient is being monitored and no lead revision is planned at this time. The patient condition is stable.

Event description:
New information notes that the rv lead noise was observed via remote transmission. The patient was brought into clinic and the lead noise was reproduced with isometrics. The patient will be programmed and monitored remotely. The patient is stable.